Event description:
The customer reported that when they powered off the system, the gantry moved down. No patient involvement or injury.

Manufacturer narrative:
The company service engineer replaced the gantry motor. Awaiting return of component for analysis. The device history records were reviewed and there were no unusual findings related to the reported issue. (B)(4).